Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) would not turn on. It was noted that both wires on the liquid crystal display (lcd) were pinched with the wires exposed. It was also noted that the battery drawer shorting bar was contaminated and that the atrial output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on and that the batteries were not the issue. The epg was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.